Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving therapy via an implantable infusion pump. It was reported that on an unknown date the patient was admitted to the hospital and the pump "wouldn't fill and medicine was draining out of it". It was noted that a device manufacturer representative looked at the pump but no further information was able to be provided by the caller.